Manufacturer narrative:
Findings: unit received with critical pump error (open book image) and pump error 35 was present in the long trace file due to force sensor out of specification. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose level was not provided at the time of the incident. Troubleshooting was performed. The customer reported the insulin pump alarmed critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised to remove battery, press and hold the back button until the screen turns off. The insulin pump will be returned for analysis.